Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's nurse reported the patient was in drain 3 of 4 and began having trouble draining. No cycler alarms were reported. The patient's physician advised to discontinue treatment. After discontinuing treatment the nurse found fluid leaking inside the cassette door. The set was discarded. During follow up another of the patient's nurses reported the patient switched to hemodialysis following the event but did not have any complications from the leak.